Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set tube fall off event on (B)(6) 2026. The infusion set had been in use between (B)(6) 2024 and (B)(6) 2026, and the duration of use at the time of the event was reported as approximately two hours to two days. No further information availability.